Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump had cracked display window corner, cracked battery tube threads and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call button error alarm and high blood glucose levels. Customer's blood glucose level was over 480 mg/dl. Customer treated their high blood glucose with manual injections. Troubleshooting for the button error alarm was performed. Customer advised the device continued to run all the way up to ten even though they tried to deliver a bolus at 5.8 units and button error alarm would occur. Customer stated the button error alarm did not occur right after the pump was exposed to moisture. Customer stated that a button was not pressed for 3 minutes or longer. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.